Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unknown number of colony forming units (cfus) of cellulosimicrobian cellulans. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated field(s): d8, h2, h3, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from:unknown. Cfu10-100cfu. Bacterial identification:cellulosimicrobium cellulans. The following is the result of culture test by the third-party labs, conducted by olympus. Sampling date: (B)(6) 2025 sampling from: suction biopsy channel, air-water channel, flushings and brushings. Cfu:no growth. Bacterial identification: n/a. Based on the results of the investigation, the reported event was confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.